Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient performed the exchange in an unhygienic atmosphere. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum (1 gram, once a day) and vancomycin (1 gram, once in 5 days) intraperitoneally for peritonitis. At the time of this report, the patient was still in the hospital. The outcome of the peritonitis event was unknown. Pd therapy was ongoing. Additional information was not available.